Manufacturer narrative:
It was reported that the patient went to sit and something snapped and they have been in pain ever since. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient went to sit and something snapped and they have been in pain ever since.